Event description:
It was reported that the nurses and surgeons complained that the injector was stiff and difficult to advance for 5 preloaded intraocular lens (iol) units model pcb00. Through follow-up it was clarified that the lens broke. No further information was provided. This report is for pcb00 unit 1 of 5. A separate report is being submitted for each of the other units.

Manufacturer narrative:
Per regulation (B)(4). (General data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.